Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. It was reported that the piston rod stopped and then delivered a higher dose of insulin to the patient. The patient experienced hypoglycemia and had symptoms of weakness and malaise. The patient went to the hospital where he was admitted for 4 days. The blood glucose results at the hospital were not provided. The type of treatment given to the patient at the hospital was not provided. The infusion device was requested to be returned for product evaluation.